Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that her insulin pump isn't working. Customer stated that when she attempted to give herself a easy bolus the insulin pump just froze. The current blood glucose reading is 129 mg/dl. Insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at keypad traces. No button error alarms noted. No frozen display anomalies. Unable to prime insulin pump during prime/a33 test due to faulty force sensor resistor. Cracked case at display window corners, battery tube threads and minor scratched display window noted.